Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: (B)(4), ubd: 03-jun-2023, UDI#: (B)(6) ; product ID: b3300542, serial/lot #: (B)(4), ubd: 06-may-2023, UDI#: (B)(6) ; product ID: b3400060m, serial/lot #:(B)(4), ubd: 27-may-2023, UDI#: (B)(6) ; product ID: b3400060, serial/lot #: (B)(4), ubd: 25-jun-2023, UDI#: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported redness and soreness around the battery and neck. There was infection around the areas of the battery and extensions which caused the whole system to be removed. The patient may have picked at her device which most likely caused the infection. The issue was resolved.